Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as a mechanical problem like leakage/seal, stress, deformation, or wear and tear. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a noise in the image occurred due to damage on the plug unit. There was no patient involvement.